Event description:
It was reported by the day nurse that the night nurse switched out the device and pads because they were not functioning properly. The day nurse called to report that the patient overshot the target temperature. The flow rate at the time of the call was 1l/min. Per troubleshooting, the nurse was advised to disconnect and reconnect the pads and to check for kinks and bends. The water level was 4 bars, the patient's temperature was 37.7c, the target temperature was 37c, the water temperature was 13.1c, the flow rate was 0.7l/min, the inlet pressure was -6.7psi, and the circulation pump command was 32%. The nurse was advised to reconnect the pads. She stopped therapy and emptied the pads. The flow rate was 0.8l/min, the inlet pressure was -7.4psi, and the water level was at 1 bar. The nurse was told how to fill the device, but it did not take much fluid and read on the device that it was full. The flow rate was still 0.9l/min. The nurse was advised to switch out the device. The nurse was called back an hour later, and it was confirmed that the device was switched. Additional information was received from the nurse on 08aug2019. She stated that the patient completed therapy on the third device.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be 'low flow / restricted flow rate due to the energy connector being damaged¿ with a potential root cause of 'received connectors damaged by supplier.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device is not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported by the day nurse that the night nurse switched out the device and pads because they were not functioning properly. The day nurse called to report that the patient overshot the target temperature. The flow rate at the time of the call was 1l/min. Per troubleshooting, the nurse was advised to disconnect and reconnect the pads and to check for kinks and bends. The water level was 4 bars, the patient's temperature was 37.7c, the target temperature was 37c, the water temperature was 13.1c, the flow rate was 0.7l/min, the inlet pressure was -6.7psi, and the circulation pump command was 32%. The nurse was advised to reconnect the pads. She stopped therapy and emptied the pads. The flow rate was 0.8l/min, the inlet pressure was -7.4psi, and the water level was at 1 bar. The nurse was told how to fill the device, but it did not take much fluid and read on the device that it was full. The flow rate was still 0.9l/min. The nurse was advised to switch out the device. The nurse was called back an hour later, and it was confirmed that the device was switched. Additional information was received from the nurse on 08aug2019. She stated that the patient completed therapy on the third device.